Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 1.3.0, ubd: , UDI#: h3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs were reviewed and there were 2 application session logs present of the issue date. Only first session captured the site tried to take spin and send it to the navigation system. The session captured multiple "communication error:" it might have been be due to the network issue or cable connection issue. After that, session captured "ptreader error" during imaging system exam transfer. Suspected due to the "ptreader error" the exam transfer got failed and site faced the reported behavior (error message and transfer issue). Codes: b01, c10, d18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an error message after spinning (unable to recall the error message). The image would not transfer to the navigation system. Nav codes were present, nothing was obstructing the line of site from the camera to the imaging trackers. A reboot of the system resolved this issue. There was no impact on patient outcome. No surgical delay.